Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one y-type, blood or solution, infusion set had detached and caused a cytotoxic spill. The infusion line had detached at the joint between the luer lock at the end of the line and the tubing. It was not specified when this event occurred. There was no patient involvement, therefore there was no patient injury nor medical intervnetion associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.